Event description:
It was reported that a clutch/plunger failure was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no physical damage. There was a check syringe plunger sensor in the event history log (ehl). During analysis, the reported issue was able to be duplicated. The clutch half's were replaced and the issue were resolved. Replaced position pot as a preventative measure.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Device evaluation it was determined that the root cause was likely normal wear of the clutch half's as the device was over 16 years old. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.